Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unknown surgery due to revision and removal of 3dx screws. Intra-op, the tip of screw driver was broken into screw hex. There were no patient complications reported due to this event.

Manufacturer narrative:
Product analysis results: approximately ~3mm of tip has been broken off, consistent with interface during tightening. Fracture surface analysis revealed fairly brittle fracture surface and circular material flow, consistent with torsional overload and resulting in fracture at mas interface during tightening. If information is provided in the future, a supplemental report will be issued.